Event description:
A malfunction on a pump was reported, but no notable events occurred prior to the issue. The problem did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information to reset the pump, which successfully resolved the issue as the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the problem reappeared.